Manufacturer narrative:
Reported event: mps (B)(6) reported inconsistency joint angle errors during surgery. Device evaluation and results: per gsp (B)(4): fse confirmed that there was a broken j5 cable which was repaired via replacing and recabling the j5 joint. Presurgery testing and a sawbone was conducted and successful. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in (B)(6) and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system was verified to be performing without errors. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Error/warning joint angle. Joint error during tha case. Procedure was completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Error/warning joint angle. Joint error during tha case. Procedure was completed manually.